Manufacturer narrative:
The customer was sent replacement tubing.  In follow up with a medela clinician on 12/08/2016, the customer stated that the new tubing was making a difference in pumping more efficiently.  The customer stated that she was prescribed dicloxacillin by her physician and her mastitis is now resolved. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to a medela customer service representative on (B)(6) 2016, that she had moisture inside her tubing and it was hindering her expression.  She also stated that she has mastitis.